Event description:
It was reported that the right atrial (ra) lead exhibited high threshold and undersensing. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D314trg implantable cardioverter defibrillator (ICD) 2012-(B)(6); 4193 implantable pacing lead 2006-(B)(6); 6949 implantable tachy lead 2006-(B)(6). (B)(4).